Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely and determined that this model is no longer supported and the spare parts are no longer available due to the end of life. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer was informed the device is eol.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating that the battery is not detected. There was no patient involvement.